Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Customer¿s blood glucose level was 280 mg/dl. Customer reported buttons were hard to press. Customer assisted to troubleshoot for unresponsive buttons. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No keypad unresponsive or button error noted during visual inspection. (B)(4).